Manufacturer narrative:
(B)(4).

Event description:
A pump refill was missed on (B)(6) 2011. The patient experienced pruritus. It was noted that the patient was hospitalized for an unrelated medical condition, and was not discharged until (B)(6) 2011. The patient stated that she had "a lot of comorbidities and itching at times due to other health issues". It was further noted that the patient did not believe the itching was due to underdose from the pump, as she had experienced the itching "for a long time". The pump started alarming on (B)(6) 2011. A refill was scheduled for (B)(6) 2011. Pump medication was noted as being 4.4 mg/day at a concentration of 10 mg/ml; and baclofen at "352.01/800 mcg/ml". The other drug was dilaudid.